Event description:
Boston scientific received information that the patient presented to the emergency room after receiving tachycardia therapy. Upon interrogation it was discovered that the device had entered safety core. An email was sent to the field representative in an attempt to obtain resolution. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this defibrillator was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both bradycardia and tachycardia therapy remained available. Review of device memory identified a fault. The fault resulted in software resets performed in an attempt to correct an identified memory inconsistency. A location storing data related to daily measurements had been altered, which resulted in reversion to safety mode. The cause of the memory inconsistency was not able to be determined through laboratory testing.

Event description:
Additional information was received that the device was explanted the following day at a different facility. A competitive device was implanted. It was noted that following the transfer to the new facility and prior to explant, the patient experienced three phantom shocks. The device is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.